Event description:
It was reported that the right ventricular (rv) lead had perforated the rv. The patient had noted they had chest pain. The perforation was confirmed via x-ray. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had perforated the rv. The patient had noted they had chest pain. The perforation was confirmed via x-ray. The rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Additionally, a wire insertion test was passed without issue, indicating no blockage in the lumen.